Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a cysto with stent placement procedure in the ureter. According to the complainant, during the preparation of the procedure, it was noticed that there was no pig tail on one side of the stent. The procedure was completed with another percuflex plus ureteral stent. The condition of the pt following the procedure was reported as "fine". The pt age was reported as over 18 years. Follow up with the complainant revealed that the date of the case (procedure) was approx 2 weeks prior to (B)(6), 2009. At this time, it was revealed that the pigtail was not detached from the product but rather the pigtail was not formed. Evaluation of the returned device revealed the pigtail was detached.

Manufacturer narrative:
Visual eval of the returned device revealed that the pigtail had been straightened and was no longer in a curl shape. In addition, there was a tear at the proximal end and part of the stent was detached. The three proximal sideport holes on the distal remnant of the stent were found to be stretched. The suture had been removed from the stent and was not returned for evaluation. It was determined that the most probable root cause classification for this incident is handling damage. (B)(4).